Event description:
It was reported that a person using an ilet device experienced elevated blood glucose, with a device reading of 212 mg/dl and a confirmatory fingerstick of 191 mg/dl, after the person overtreated a preceding low with mango juice; troubleshooting and education on avoiding overcorrection were provided. Continuous glucose monitor. Outcomes included no hospitalization and resolution through user education and guidance. Investigation included a review of use patterns and user actions during the event, as well as assessment for device function through patient-reported metrics. Investigation of this case revealed that the device was functioning as intended and that user overcorrection of hypoglycemia likely contributed to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error related to carbohydrate overtreatment and not a device malfunction.

Manufacturer narrative:
Initial.